Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at end of life (eol), there was no telemetry, and no magnet response. The device was removed and replaced. No patient complications have been reported as a result of this event.